Event description:
It was observed that during the evaluation, the rhino-laryngo fiberscope exhibited that the coating on the insertion tube is peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the coating on the insertion tube is peeling off. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.